Event description:
The suspect device user's spouse and family member called. They said the user (patient of the reporters) had passed away. The device result was 425 mg/dl at 9:11 am. The user had been sick for a week with the flu and a cold. They were found on the kitchen floor unresponsive and spouse performed CPR. Emergency medical techician were called and when they arrived they checked patient pulse, gave patient oxygen and said they were dead for approximately two hours. No autopsy was performed. Thier cause of death is unknown. Controls were not used on the device. The test strips had been stored with the vital cap loose. The device was requested to be returned for evaluation.